Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. It was noted that during catheter deployment more resistance was felt when changing the catheter array from the basket shape to the flower shape. The flush port became blocked after isolating three of the pulmonary veins and irrigation was not possible with the catheter array deployed to the flower shape. The catheter was replaced immediately, and the procedure was completed afterwards. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned for analysis. Upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection and functional testing. No outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing was tested in all the positions; no abnormalities was found. The reported clinical observations were not confirmed by the analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. It was noted that during catheter deployment more resistance was felt when changing the catheter array from the basket shape to the flower shape. The flush port became blocked after isolating three of the pulmonary veins and irrigation was not possible with the catheter array deployed to the flower shape. The catheter was replaced immediately, and the procedure was completed afterwards. No patient complications were reported. The device is expected to be returned for analysis.